Manufacturer narrative:
(B)(4). Per the product manager of marketing, the system-1 had question (?) Marks because the configuration on the screen was expecting the serial numbers from the system-1 it was taken from. To remove the ? Marks and use the system properly, reassignment of the system needed to occur. The user facility¿s biomedical engineer (biomed) was understanding of the issue and the ccp took care of the required reassignment. The system-1 is now working properly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was transferred from one system-1 to another, by a member of the biomed department at the hospital. The perfusion screens were available, but contained "?" Marks on everything on the screen. The chief perfusionist (ccp) was able to reconfigure the system-1 screen and get the system-1 ready for clinical use. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The complaint is confirmed per the medical facility biomedical engineer. The ccm communicates with other devices on the system. Each device has a permanent address (pa) identifier on the communications bus. When the ccm detects a device for a specific function (such as a temperature module or a roller pump, etc), and the pa does not match the pa stored in the configuration screen, the ccm puts a question mark on the icon. This lets the user know there has been a change in the system, and that a device is available for that function. This is considered a user error¿ because the complainant did not adjust the screen configuration to match the physical setup of the system. The perfusionist at the medical facility understood the issue and was able to resolve the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.